Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a post-operative CT scan showed that the patient's lead was too high, and the hcp surgically replaced the lead. It was noted that post-operative imaging and not patient symptoms was what made the physician determine that course of action. The ins was placed after the lead was revised. Additional information has been requested, but was not available as of the date of this report.